Event description:
It was reported that the patient underwent a revision surgery involving a two year old artificial urinary sphincter (aus) that stopped working approximately two months ago. During the procedure the existing device was removed and replaced with a new aus system. The explanted aus was found to have no fluid in it, and the balloon had a leak near the "neck" of the component. There were no known complications during the surgery. No more information was available through physician. Should additional information become available, it will be provided.